Event description:
On (B)(6) 2013, the reporter contacted lifescan, USA due to an unknown error. This issue was not resolved at the time of troubleshooting due to power issue. There was no indication that the product caused or contributed to an adverse event.